Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that the ralp was repositioned a total of three times. The patient developed a pericardial effusion and the procedure was aborted. A pericardiocentesis was performed to address the effusion. The patient was stable following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) that the ralp was repositioned a total of three times. The patient developed a pericardial effusion and the procedure was aborted. A pericardiocentesis was performed to address the effusion. The patient was stable following the procedure. Introducer: new information received notes that during the implant procedure there was no capture at max output.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.